Event description:
A surgeon reported that following bilateral intraocular lens (iol) implant surgeries, the pt was unhappy with the outcomes and the lenses were exchanged for a different brand of iol. Additional info has been requested. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional info was requested on 04/05/2012 and 04/12/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).